Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set was fell off during use on 21-jun-2024. The blood glucose level was 200 mg/dl at the time of event. The infusion set was in use for 24 hours no further information available.